Event description:
Per the clinic, the patient experienced poor performance with device use, and the issue could not be resolved. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). A cover letter was provided to the agency regarding this event.

Manufacturer narrative:
Device is not available for analysis. This report is filed (B)(4) 2012.